Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's reportable malfunction of the "no image, only color lines were displayed" was not confirmed. During the device evaluation an additional reportable finding was observed: the distal end was dirty. Based on the results of the investigation, it is likely the following led to the malfunction: the leakage occurred from the distal end, which led to corrosion of the scope connector by water invasion. Therefore, it was presumed that abnormality of circuit board occurred in scope connector by corrosion, and then the device could not communicate with video system normally, which led to occurrence of the suggested event 1 "no image, only color lines were displayed". Mbc considered that the suggested event 2 "error message e216" occurred temporarily. Additionally, although mbc confirmed that the stain adhered to the distal end, the mbc could not identify what the stain was. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: the user can detect the suggested event 3 by handling the device according to the following IFU. Operation manual_ preparation and inspection_ inspection of the endoscope. Inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. The user may prevent occurrence of the suggested event 3 by handling the device according to the following item of IFU. Reprocessing mamual_ reprocessing the endoscope (and related reprocessing accessories) -precleaning the endoscope -manually cleaning the endoscope and accessories. Important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the broncho videoscope exhibited error codes b30 and e216 (scope communication errors). The issue occurred during maintenance on the device. There were no reports of patient harm associated with the event.